Event description:
Philips received a complaint on the patient information center ix indicating the system cannot turn on the pulse alarms on tele system across the system and they cannot turn the alarms on. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and was unable to remotely access the site, as remote access appears to have been disabled. It seems this issue is only affecting telemetry devices and not bedside monitors, although confirmation of this was not possible. The rse emailed customer the IFU that gives information about the alarming source to the customer and onsite clinical education was advised. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.